Event description:
It was reported that while the ventilator was ventilating a deeply sedated patient in the pressure control mode of ventilation , all the displayed ventilation curves became straight among which the minute volume was zero. No alarms are heard. The patient was lying quietly but after a short while the patient¿s saturation began to drop where-after the function "o2 boost" was pressed to provide oxygen to the patient and tube suctioning attempts were made. After a while the ventilator resumed ventilation with normal curves and the patient's oxygen values rose. No alarms were heard throughout the event. When everything had normalized again and the patient was stable, the ventilator's event log was checked to try to get clarity on what had happened. It was logged among other things, that minute volume went down and so on, but according to the log the operator must have silenced the alarms, which was not the case as no alarm was ever heard. The event could not have been longer than a maximum of 30 seconds as the saturation level was still good. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No parts were replaced therefore the investigation consists of an on-site testing of the ventilator and evaluations of the information from the hospital and the logs from the ventilator. The testing of the ventilator did not reproduce the reported issue and the ventilator was put back in service. The relevant logs for the evaluation are the internal log and the trend log. The internal log: contains information such as parameter settings, set alarm limits and generated patient related alarms e.g. Expiratory minute volume alarms. The trend log: contains continuous averaged minutely measured actual ventilatory values. The internal log shows that the ventilation had been ongoing without any alarms for one hour until the reported event when the alarms ¿etco2 low¿ and ¿expiratory minute volume low¿ were activated. 28 seconds after these alarms the o2 boost function was activated. After the o2 boost time the o2 concentration was set to 25%. Five minutes afterwards there were nine tapings of adjusting the alarm sound level. The ventilator was set to standby after one hour. There are no alarms after the o2 boost function which is a period of 1hr 15min. The internal log further shows that the alarm sound at the time was set at 10%. The trend log under the corresponding time for the alarms ¿etco2 low¿ and ¿expiratory minute volume low¿ shows presence of leakage and a drop in both the inspiratory and expiratory minute volumes. This drop is what was most probably described as "all the displayed ventilation curves became straight among which the minute volume was zero". The described event of all the displayed ventilation curves became straight among which the minute volume was zero most probably occurred as reported. The ventilator activated the alarms ¿etco2 low¿ and ¿expiratory minute volume low¿ for the event which was due to leakage. According to staff the alarms were not heard which prompted staff to activate the o2 booster function to prevent desaturation of the patient. The non-hearing of the alarm was due to the alarm sound setting that was set at the minimum of 10% which can be difficult to hear in a noisy environment. There was no ventilator malfunction and the ventilator alarmed correctly for the actual situation both visual and audible although weak due to set alarm sound level. The user manual contains a warning stating that: "the ambient sound needs to be taken into consideration when setting the alarm sound level".

Event description:
Manufacturer's ref. #: (B)(4).